Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance and replaced faulty pinch valves 1 and 4. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s), who asked for repeat testing. The samples were repeated on an alternate instrument, resulting lower and matching the patients' clinical pictures. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.